Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of recurrent pulmonary embolism (pe). The patient presented to hospital with severe lower extremity pain and swelling and hemoptysis. Diagnostic testing revealed a massive left lower extremity deep vein thrombosis (dvt), pe and possible hypercoagulability syndrome. The indication for the filter placement was reported to be as prophylaxis against pulmonary infarction. The filter was implanted via the right common femoral vein and placed in an infrarenal position. Post-implant venography revealed extensive thrombus running from the origin of the left common iliac vein all the way to the knee requiring thrombectomy, direct thrombolysis and angioplasty within the left femora-iliac and the upper popliteal veins with a moderately successful result. The patient is reported to have tolerated the procedure well and without complications. More than twelve years after the filter implantation, the patient became aware that the filter had tilted and that filter struts had perforated outside the wall of the inferior vena cava (ivc) and into organs. The patient also reported that filter struts had fractured and were retained in the ivc. The patient further reported having experienced anxiety, depression, pain, dizziness, fatigue, heart palpitations, headache and shortness of breath associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, fracture and ivc and organ perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Due to the nature of the complaint, the reported pain, dizziness, fatigue, palpitations, headache and shortness of breath experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety and depression experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to fracture of the filter, organ perforation and tilting. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the patient was reported to have a history of recurrent pulmonary embolism (pe). The patient presented with severe symptomatic lower leg pain and swelling, massive left lower extremity deep venous thrombosis (dvt) and a possible hypercoagulability syndrome. The filter was indicated for pe with hemoptysis and pulmonary infarction. The patient¿s right inguinal fossa was cleaned and draped in the usual sterile fashion and a micropuncture needle was advanced into the right common femoral vein under fluoroscopy guidance. A wire was advanced, and the needle exchanged for a micro sheath. The operative reports indicated that a cordis ¿trapease¿ filter was successfully placed in the inferior vena cava (ivc) through the indwelling sheath, advanced through a wire and filter sheath introducer and then and positioned just below the renal venous confluence; however, the lot number that was provided in the records belongs to an optease filter. Following filter placement, a left lower venogram, thrombectomy and iliac angioplasty were completed for extensive thrombus running from the origin of the left common iliac all the way to the knee. Of note, the patient demonstrated a duplex femoral vein with two veins in parallel; only one of which was treated with moderate result. The patient is reported to have tolerated the procedures well without complication. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, perforation of struts into organs, tilting and fractured filter struts retained in the inferior vena cava, becoming aware of these events approximately twelve years and eight months after the filter implantation. The patient further asserts to have suffered from pain, dizziness, fatigue, heart palpitation, headache, shortness of breath and intense chest pain post implant, and experienced anxiety and depression related to the filter.